Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(6). Device evaluation: the lens remains implanted and the delivery system was discarded. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of the pcb00 intraocular lens (iol), the haptics were observed to be strongly stuck to each other above the optics. Due to the patient's low anterior chamber and loose bag, there is a potential high risk of the stuck haptics to make contact with the endothelium. There was some vitreous observed and removed. The status of the patient was reported to be good following the operation. Intraocular pressure (iop) was controlled 1 day post-op. The patient will be further evaluated four (4) weeks post-op. The viscoelastic used for phaco was discovisc and the ovd for the lens preparation/implantation was healon. The iol was prepared according to instructions and the injector worked properly. The material is not available for investigation as it has been discarded. The haptics were unstuck from each other by manipulation using two instruments. There was a 2-3 minute delay and no patient injury reported. The lens remains implanted, well centered and clear. The haptics were not stuck to the optic. There was no incision enlargement and no sutures required. No additional information was provided to johnson and johnson surgical vision, inc.